Event description:
As reported by the edwards field clinical specialist, following deployment of the 23mm sapien valve via a transfemoral approach there was moderate cai and paravalvular leak (pvl) after the 3cm amplatz extra stiff guide wire was removed from the patient's left ventricle (lv). A second valve was prepped while the interventional cardiologist placed a new guidewire into the lv. A 7cm amplatz extra stiff guide was used to place the second valve, instead of the recommended 3cm amplatz extra stiff guidewire. The guidewire was advanced through the sapien valve and positioned in the lv. The second sapien valve and delivery system was advanced over the guidewire. Following deployment of the second sapien valve, the cai and pvl were reduced to trivial. However, the patient started to decompensate after the guidewire was pulled out of the patient's lv. Several units of blood were hung and infused. Additionally, a pericardial tap was performed, but the pericardial bleeding would not stop and it was decided by the operative team to convert to open surgery to patch the hole in the lv. The patient continued to bleed after using 5 patches. It was decided by operative team to leave the patient's chest open for a couple of days and if the bleeding into the pericardium does not cease, they will try to patch again. Reportedly, the patient's lv was short, and when the delivery catheter was advanced into the lv the 7cm guidewire did not make a smooth curve; consequently, it was surmised that the nosecone of the delivery catheter was pushed into the lv wall, leading to the pericardial effusion. However, this was not known until the delivery catheter was removed following deployment of the second sapien valve. Additional investigation revealed the following: the native annular diameter was 20mm per tee. The native aortic valve was mildly calcified with the calcium unevenly distributed. There was no mitral annular calcification (mac). The image intensifier angle (iia) was described as good. The coaxial alignment of the valve and delivery system was described as fair. The initial sapien valve was positioned 50:50 across the native annulus, with a final positioning of 60:40 aortic. During valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and there was no loss in pacing capture. There was no loss of guidewire positioning, nor any friction between the guidewire and the delivery system. Per report, the perceived cause of the pvl and cai was the canted deployment of the sapien valve. Following the initial report, the patient was extubated and transferred out of the intensive care unit (ICU).

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device dysfunction. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, which may require intervention are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and fixation of the tvp to prevent ventricle perforation. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, it appears that the patient's small lv in combination with the use of a longer tipped guidewire may have contributed to the nosecone of the delivery system perforating the lv. The patient was converted to open surgery to place a patch to repair the perforation, and it was later reported that the patient was extubated and transferred out of the ICU. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.